Event description:
The technician alleged that the brake casters are not holding. No pt impact.

Manufacturer narrative:
The technician replaced the brake caster and brake steer casters to resolve the issue.